Event description:
The customer was hospitalized for high bgs. The doctor could not find the cause for high bgs. Troubleshooting was performed. The pump passed the lead screw and the insulin exited. Advised the customer to change the set and alternate the site area. It was indicated that the customer's bg would be treated with manual injections.